Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. Bio debris is present. No other visual deficiencies. A functional evaluation was performed on the returned device and found pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the trap door of the firstpass was dislodged from the device when passing through the rotator cuff. The trap door was retrieved from inside the patient with toothed arthroscopic grasper. The procedure was completed with a s+n back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.